Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit 30 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the left lead with splitter. The patient underwent a revision procedure wherein the lead and splitter were replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the complaint was not confirmed. Visual/x-ray inspections and impedance test of the splitter revealed no anomalies. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 19 cm from the proximal end. X-ray inspection confirmed 12 cables were fractured (contacts 1-5, 8-13, 16). There are no exposed cables at the clik site fracture. The fractured cables resulted in the reported high impedances.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the left lead with splitter. The patient underwent a revision procedure wherein the lead and splitter were replaced. Device malfunction was suspected. The patient was doing well postoperatively.